Event description:
A german publication (aktkontaktol september 2010: vol6, issue 16; english translation attached), reported that beginning (B)(6) 2003, a (B)(6) male, patient, sought medical treatment when he experienced burning pain, secretions and photosensitivity while using complete multipurpose solution with rhythmic 55 (ocufilcon d) soft contact lenses. The symptoms had been ongoing for one week and the patient continued to wear contact lenses because he did not own glasses. He was treated with dexamytrex eye drops 2qh. There was no improvement; dosage was increased to dexagel and floxal edo qid. After 10 days therapy, there was no improvement and the patient was admitted to the hospital for testing, acanthamoeba keratitis was suspected. He was hospitalized in (B)(6) 2003: a severe mixed infection of pseudomonas aeruginosa and serratia marcescens was diagnosed. These organisms were detected in the patient's contact lens fluid (not specified it found in his lens case or the bottle of solution he was using); no acanthamoeba were found. After treatment, microbiology tests were repeated and showed no further pathogens. The symptoms returned and the patient was again admitted to the hospital (B)(6) 2003. At that time acanthamoeba keratitis was diagnosed. At the time of discharge, a corneal transplant was planned for the right eye.

Manufacturer narrative:
(B)(4) - used for photophobia. Recurrent bilateral ak continued and he was hospitalized from (B)(6) 2003 - (B)(6) 2003 and again (B)(6) 2003. A lamellar corneal transplant of the left eye was performed with cryocoagulation of the host cornea. Exacerbation occurred in the right eye during hospitalization prompting intensified therapy of that eye. Acanthamoeba reoccurred along with graft failure and the patient was readmitted (B)(6) 2004. A repeat lamellar corneal transplant was performed. During hospitalization, varicella zoster infection was detected and appropriate treatment was started. By the end of (B)(6) 2004, the disease was still active and the corneal transplant had failed. Hospitalization from (B)(6) 2004 with another transplant in the left eye was performed. During 2004 formation of a dense left -sided cataract prompted another hospital stay from 03-06 january 2005 where phase light microscopy with posterior chamber lens implant took place. At the end of (B)(6) 2005 suspected recurrent herpes simplex keratitis was diagnosed. (B)(6) 2005, yag capsulotomy of postoperative cataract in left eye. Bilateral keratitis subsided, but treatment with brolene and phmb was continued for a very long period of time. Last visit (B)(6) 2008 va right eye: sc0.2; cc-2.0 sph=0.8 slow; left eye:sc0.16, cc+1.00 sph comb -3.36/75 degrees slow. Central corneal scar was barely visible in the right eye. In the left eye the corneal transplant was clear and normal posterior chamber findings with an open posterior capsule. Treatment therapies included: polyspectran, tobramxin, cibrobay IV., acyclovir ointment and IV., chlorhexidine, brolene, vitapos, totocortin and vitamin a, sempera and valtrex. Lot number is unknown. A root cause has not been established.